Manufacturer narrative:
(B)(4). The customer now reports that there was no fluid remaining in the bladder after the reported underinfusion event. The device was attached at a time between 12 and 1 pm on (B)(6) 2015. The device was removed at a time between 2 and 4 pm on (B)(6) 2015. Therefore, the device took a maximum of 148 hours to infuse 240 ml, so this event is no longer reportable. The device was returned for evaluation. Visual inspection revealed a damaged fill port. Functional testing could not be performed due to the damaged fill port. Therefore, the previously reported underinfusion event could not be verified. The cause of the damage was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. There was reported to be fluid remaining in the balloon after disconnection from the patient. The device had been filled with 7800mg ifosfamide and 7800mg mesna in 0.9% sodium chloride to a total fill volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.